Event description:
Customer initially reported a few drops were noted to be leaking out about 20 minutes after the infusion was started. Additional information provided by the customer when the set was received, the set is leaking from the drip chamber. There was no report of patient harm or medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with the results of the failure investigation once it has been completed.